Manufacturer narrative:
Pump received with frozen display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due frozen display. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer called to report that the insulin pump has a blank display. Customer reported that insulin pump has been exposed to moisture damage. Customer stated that the pump's display went blank immediately after the pump was exposure to moisture. Customer accidently wasted insulin into the pump. Customer reported that the insulin pump has a constant tone. Customer's blood glucose reading was 114 mg/dl. Product is being returned and replaced.